Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h6: imdrf device code a0501 captures the reportable event of suture detachment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. Upon removal of the device, it was noted that the suture had detached from the cap. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.